Event description:
The patient presented to the cath lab in cardiac arrest and resuscitated. Dr. (B)(6) was wiring the calcified lad when the event occurred. Dr. (B)(6) said that there was no resistance when pulling back on the wire and it smoothly came out leaving behind the tip. The tip of a sion blue came apart in a coronary artery. The patient went for bypass surgery and is doing well.

Event description:
The patient presented to the cath lab in cardiac arrest and resuscitated. Dr. (B)(6) was wiring the calcified lad when the event occurred. Dr. Kim said that there was no resistance when pulling back on the wire and it smoothly came out leaving behind the tip. The tip of a sion blue came apart in a coronary artery. The patient went for bypass surgery and is doing well.